Event description:
Fill volume: 400 ml. Flow rate: 6ml/hr. Procedure: unk- anp. Cathplace: perineural. An international distributor reported that a medication infusion "pump emptied earlier than expected" and "the infusion ended earlier than expected" and "the infusion ended in 49 hours, instead of the expected 66 hours". It was reported that there was no pt injury nor medical intervention required in connection with the incident. The pt's condition was reported as fine.

Manufacturer narrative:
Method: the device was received for analysis. A visual inspection was performed and a review of the device history record (DHR) was performed. Results: there are no testing results available as the investigation and eval are currently in progress. However, the DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. Conclusions: once the analysis and investigation are completed, a follow-up report will be submitted. Info from this incident has been included in our product complaint and MDR trend reporting systems. Trend info is used to identify the need for additional investigations.